Event description:
Bd introsyte-n, does not completely peel away from PICC catheter during PICC insertion. Requires significant manipulation to remove introducer with potential risk of catheter damage. This has occurred on at least 5 occasions with both the introsyte-n autoguard (B)(4) and the introsyte-n. No known attributable adverse outcome, but potential to shear catheter or requires additional skin puncture (s) to place new catheter. Diagnosis or reason for use: neonatal PICC insertion.